Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unknown biosense webster inc. (Bwi) device and suffered heart block requiring surgical intervention. It was reported that the bwi representative found out on (B)(6) 2022, that the patient had a heart block and was getting a pacemaker. The patient was hemodynamically stable pre, during, and post-procedure on friday, (B)(6) 2022 and there was no indication of an adverse event. The bwi representative did not have any catheter information of what was used during the procedure. The catheters are not available for return. The adverse event occurred on (B)(6) 2022 and was discovered post use of biosense webster products.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).